Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that the issue was resolved. The pump stalled on 2024-10-01 at 2:52 pm then recovered at 3:11 pm. The event cleared on 2025-01-15 at 1:42 pm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that on january 15th, 2025 the patient came in for routine refill and all was fine. After leaving the appointment the pump continued to sound non critical alarm. The patient reported a magnetic resonance imaging (MRI) in the last few months and this was likely the cause (low reservoir alarm (lra) and motor stall recovery) alarm. Pump was updated to manually silence alarm to clear it.